Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an electrical storm, part of the patient transmitter's power cord had melted as a result of electrical damage. The unit was replaced.